Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Before decontamination the sample was freely patent to infusion and aspiration and no leaks were observed even under increased hydraulic pressure and retesting with the received wis, after which the needle safety mechanism was switched out. Detailed examination showed bulging of the septum but no evidence of leakage. Further examination after decontamination showed leakage through the port base under increased hydraulic pressure was identified . The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870c. Port & catheter, implanted, subcutaneous, intravascular allegedly experienced fluid leak. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6), the gender is male; however, the weight was not provided.